Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
Bipolar cup dislocated from inner head. He had two reduction within two weeks.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a uhr head was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the polyethylene portion of the device has minor deformation/nicks consistent with explantation. Dimensional & functional inspection: dimensional and functional inspections could not be performed because the device was returned damaged. Due to damage sustained from the dislocation event & explantation, any results received from a dimensional/functional inspection would not be reflective of the manufactured state of the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the metal head from the bipolar (uhr) head. Visual inspection of the returned device indicated that the polyethylene portion of the device has minor deformation/nicks consistent with explantation. Dimensional and functional inspections could not be performed because the device was returned damaged. Due to damage sustained from the dislocation event & explantation, any results received from a dimensional/functional inspection would not be reflective of the manufactured state of the device. Further information such as pre- and post-operative x-rays and the primary & revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Bipolar cup dislocated from inner head. He had two reduction within two weeks. Update: stem was revised for an unknown reason.